Event description:
Using autolog (cellsaver) wash kit made "squal noise" during the wash cycle, abnormal sound. Once case complete, the kit was rinsed and is now ready to return to medtronic for eval. Kit was not "changed out." There was no harm to the pt. Number: (B)(6).